Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
This report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. During the procedure, the physician could not deploy the bands. A second speedband superview super 7 was used; however, the same problem happened. Additionally, the bands of the second device were difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the ligator shrink wrap was removed at the beginning of setup; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."